Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut down unexpectedly. Reportedly, the pump displayed an unspecified alarm after the pump turned back on. Customer's blood glucose level ranged from 500 mg/dl to 600 mg/dl with moderate ketones and the customer "felt sick". Reportedly, customer reverted to manual injections for insulin therapy.